Manufacturer narrative:
(B)94). Information contained in this report was previously submitted through asr/psr on (B)(6) 2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: (B)(6) phenomenon.

Event description:
Patient reported left side specific (B)(6) phenomenon. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr on (B)(6) 2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynauds phenomenon.

Event description:
Patient reported left side specific raynaud's phenomenon. Device has been explanted and replaced